Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient called in the reported event on a group of cleo 90 devices that are sticking to the inserter or not adhering to the skin. The patient's blood glucose elevated to 380mg/dl and manual injections were performed to resolve. The patient couldn't remember the exact dates(s) that customer experience occurred. Unknown patients condition at this time. Please reference MDR#s: 2183502-2016-01553, 2183502-2016-01554, 2183502-2016-01555, 2183502-2016-01556, 2183502-2016-01557, 2183502-2016-01558, 2183502-2016-01559, 2183502-2016-01560, 2183502-2016-01561, 2183502-2016-01562, 2183502-2016-01563, 2183502-2016-01564, 2183502-2016-01565, 2183502-2016-01566, 2183502-2016-01567, 2183502-2016-01568, 2183502-2016-01569, 2183502-2016-01570. That are also associated with this complaint.